Event description:
It was reported that an image issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that there was no image. The device was replaced with another similar device, and the procedure was completed successfully. There were no patient complications. Analysis of the device revealed that the imaging window was twisted.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Product analysis the device showed an open proximal electrical failure caused by the imaging core windup, broken coaxial cable and broken driveshaft, which confirms the reported image lost. Additionally, the sheath was found kinked. Also, the imaging window was found kinked and twisted.

Event description:
It was reported that an image issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that there was no image. The device was replaced with another similar device, and the procedure was completed successfully. There were no patient complications. Analysis of the device revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly, and imaging window was twisted. A broken drive shaft and imaging core windup which began 28.80 cm from the distal end of the connector shaft was found within the telescope section of the device. Impedance test was performed using the above referenced calibrated equipment. The testing shows an electrical open at proximal wave form. Microscope inspection also revealed the broken drive shaft and imaging core windup.